Event description:
Patella clamp was in locked position and would not release. Surgeon forced clamp off which damaged the patella implant. The damaged implant was wasted and a new implant provided by vendor. Vendor retained patella clamp to return to MFR for evaluation.